Manufacturer narrative:
The customer reported that the rns had no audio alarms. No patient harm was reported. They were provided with an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the rns had no audio alarms.